Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with syncope. An interrogation showed the right ventricular (rv) lead had ventricular high rate (vhr) episodes with possible oversensing of noise during the episodes. The lead remains in use. No patient complications were reported as a result of this event.